Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the failed drawer had been unable to be recovered. When the field service engineer (fse) arrived, no failures were observed. The fse checked the remote smart service logs and found that the recent main 2.1 had not been detected on the bus. The system was powered off, and the connections inside drawers 2.1 and 2.2 were reseated. The device was then booted in hardware test application. Testing was performed, and the drawer passed hardware test application and tv tests, which were also verified via inventory in the application. The system functioned after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the failed drawer was unable to be recovered. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.